Event description:
This info was reported as a customer complaint. Product was used on the rfca following a diagnostic catheterization procedure. During the procedure the sheath separated from the hub and remained in the pt's tissue tract. The sheath was easily retrieved from the tissue tract. There were no further complications. The device is being returned for eval. A follow-up report will be sent after co's eval is complete.